Manufacturer narrative:
Investigation is still in progress. A follow-up MDR report will be submitted with the investigation findings. Product was discarded.

Event description:
Initial complaint description received on 25-aug-2017 is as follows: "the physician had pre-dilated the lesion in the lm a few times with different sized balloons and a cutting balloon as well. He stented the lm. He then decided to post-dilate the stent with an empira nc 3 mm x 10 mm. He inflated the balloon at multiple atm for different lengths of time. The balloon then completely shattered on the shaft, proximal to the balloon. The proximal end the balloon catheter was pulled out easily out of the patient, however, the distal end of the balloon stayed inside the patient initially. It wouldn't deflate. The physician then used a guideliner and a snare device to retract the balloon. When they ended up retracting the balloon; they also ended up taken out the stent that was deployed in the lm. They then post dilated the lesion with an nc emerge. The patient was taken off the procedure table because the physician had to treat a stemi patient. After the 2 stemi patients, the patient was brought back to redilate and stent the lm. The procedure was done successfully with non-cordis products. The cath lab log and cds of both procedures are available for return and review. However, the product was discarded and hence not available for analysis"

Manufacturer narrative:
The following additional information was received; 'the initial stent implanted was not a cordis stent. The target lesion showed critical stenosis and was heavily calcified. The device was stored, prepared and used according the instructions for use (IFU). There were no difficulties removing the product from the packaging. Omnipaque contrast medium was used in a 50/50 ratio with saline. The same indeflator of abott was used successfully for other devices. There were difficulties to cross the lesion with the pre-dilation balloon and stent, however not with this post-dilation balloon catheter. The balloon did inflate normally. The balloon was inflated multiple times prior to the burst. After rupture the balloon stayed inflated in the lesion (within the stent) and had to be retracted with a snare device. The current status of the patient is stable. The patient is still in hospital because neuro injury unrelated to the procedure but related to cardiac arrest. The brain suffered from the cardiac arrest.' The device was not available for examination as it was discarded by user. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore the reported issue (system - shaft burst and balloon - deflation difficulty) could not be confirmed. As the batch number of the reported compliant device is unknown, a review on the complaint device batch information and trend data could not be completed. The last three batches shipped to this hospital (ottawa civic hospital) were assessed. There were no capas (corrective and preventative action), mrrs (material review report) or deviations initiated for these three lots during the manufacturing process that may have contributed to the reported issue. A similar complaint trend review was completed in relation to all three batches and no further complaints were identified for the reported issue 'system - shaft burst and or balloon - deflation difficulty'. Should the batch number become available at a later date, this complaint will be re-opened and updated accordingly and a follow up MDR will be submitted to the FDA. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The cath lab log and cd of this procedure (containing information about the number of inflations and inflation pressures) was requested, but has not been received to date. Should this become available at a later date, at a later date, this complaint will be re-opened and updated accordingly and a follow up MDR will be submitted to the FDA. The complaint reported has been assigned a primary as reported classification of system - shaft burst and secondary as balloon - deflation difficulty. Following completion of creganna medical information review, the primary as analysed classification has been assigned empira - product not returned - complaint unable to confirm and the secondary as analysed classification has been assigned empira - n/a. The probable root-cause classification assigned to this complaint is 'undeterminable'. The definition of 'undeterminable' per csop0058 rev 11 is: 'review and analysis of all available information fails to indicate a root cause or probable root cause.' Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the empira device. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team. However based on the current conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Initial complaint description received on 25-aug-2017 is as follows. "The physician had pre-dilated the lesion in the lm a few times with different sized balloons and a cutting balloon as well. He stented the lm. He then decided to post-dilate the stent with an empira nc 3mmx10mm. He inflated the balloon at multiple atm for different lenghts of time. The ballon then completely shattered on the shaft, proximal to the balloon. The proximal end the balloon catheter was pulled out easily out of the patient, however, the distal end of the balloon stayed inside the patient initially. It wouldn't deflate. The physician then used a guideliner and a snare device to retract the balloon. When they ended up retracting the balloon; they also ended up taken out the stent that was deployed in the lm. They then post dilated the lesion with an nc emerge. The patient was taken off the procedure table because the physician had to treat a stemi patient. After the 2 stemi patients, the patient was brought back to redilate and stent the lm. The procedure was done successfully with non-cordis products. The cath lab log and cds of both procedures are available for return and review. However, the product was discarded and hence not available for analysis". Additional reportable information received on the 28-aug-2017 is as follows. Was the balloon caught in the lesion? No, but after rupture yes since deflate. The balloon stayed inflated after rupture and had to retract with a snare device was the balloon caught in the deployed stent? Yes, and the stent came out with the balloon. What is the current status of the patient? Stable but still hospitalized because of neuro injury unrelated to the procedure but related to cardiac arrest. The brain suffered injury from the cardiac arrest.

Manufacturer narrative:
This follow up #3 MDR report is being sent as additional information in relation to this complaint was received from creganna medical clinician's review of the complaint cd. A copy of this complaint, together with the two associated cd's and case notes were sent for review to bonnie h weiner md msec mba executive director, medical affairs for clinical review. The clinical review was received at (B)(6) medical on the 28th of november 2017 as follows; "this was a complicated case but my opinion is that the failure was related to either the complexity of the lesion treated (severe calcium and angulation in the lesion) and or the clinical decisions made to exceed the burst pressure (which actually occurred on multiple occasions with multiple different balloons)." Based on this clinical review, the device was used off label. Product was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore the as reported classifications of (system - shaft burst and balloon - deflation difficulty) cannot be confirmed. Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the empira device. There is no indication of a potential processing or design failure associated with this complaint. The batch number is unknown at this time. A request has been initiated to retrieve the relevant batch number however this information has not been provided at this time. Should the batch number become available at a later date then this complaint will be reopened and updated accordingly. Since the batch number is unknown and this complaint is MDR reportable, the last three batches shipped to this hospital ((B)(6) hospital) were assessed. There was not any CAPA, (corrective and preventative action), mrr (material review report) or deviation being generated for one of these three lots, during the manufacturing process that may have contributed to the reported issue. A similar complaint trend review was completed in relation to all three batches and no further complaints were identified for the as reported classifications, system - shaft burst and or balloon - deflation difficulty. Based on the clinical review received on the 28th of november 2017, the information available suggests that the device was not used per the directions for use/product label. The review stated that clinical decisions were made to exceed the burst pressure, which occurred on multiple occasions with multiple different balloons. The complaint reported has been assigned a primary as reported classification of system - shaft burst and secondary as balloon - deflation difficulty. Following completion of creganna medical information review, the primary as analysed classification has been assigned empira - product not returned - complaint unable to confirm and the secondary as analysed classification has been assigned empira - n/a. The device was not returned for review at the time of this report being completed. The device is not available for investigation and examination. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore, the as reported classifications of (system - shaft burst and balloon - deflation difficulty) cannot be determined. However in addition, to the initial complaint information received, a clinical review stated this was a complicated case and that the failure was related to either the complexity of the lesion treated (severe calcium and angulation in the lesion) and or the clinical decisions made to exceed the burst pressure (which actually occurred on multiple occasions with multiple different balloons). Therefore the most probable root-cause classification assigned to this complaint is user/use error. The definition of 'user/use error' is when a complaint is confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. This complaint has been escalated to the quality management team. Based on the current conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Initial complaint description received on 25-aug-2017 is as follows: "the physician had pre-dilated the lesion in the lm a few times with different sized balloons and a cutting balloon as well. He stented the lm. He then decided to post-dilate the stent with an empira nc 3mmx10mm. He inflated the balloon at multiple atm for different lengths of time. The balloon then completely shattered on the shaft, proximal to the balloon. The proximal end the balloon catheter was pulled out easily out of the patient, however, the distal end of the balloon stayed inside the patient initially. It wouldn't deflate. The physician then used a guideliner and a snare device to retract the balloon. When they ended up retracting the balloon; they also ended up taken out the stent that was deployed in the lm. They then post dilated the lesion with an nc emerge. The patient was taken off the procedure table because the physician had to treat a stemi patient. After the 2 stemi patients, the patient was brought back to redilate and stent the lm. The procedure was done successfully with non-cordis products. The cath lab log and cds of both procedures are available for return and review. However, the product was discarded and hence not available for analysis". Additional reportable information received on the 28-aug-2017 is as follows; was the balloon caught in the lesion? No, but after rupture yes since deflate. The balloon stayed inflated after rupture and had to retract with a snare device. Was the balloon caught in the deployed stent? Yes, and the stent came out with the balloon. What is the current status of the patient? Stable but still hospitalized because of neuro injury unrelated to the procedure but related to cardiac arrest. The brain suffered injury from the cardiac arrest. The following further information was received; 'as of 4th september 2017, when the complaint analysis was completed, the following additional information was received; the initial stent implanted was not a cordis stent. The target lesion showed critical stenosis and was heavily calcified. The device was stored, prepared and used according the instructions for use (IFU). There were no difficulties removing the product from the packaging. Omnipaque contrast medium was used in a 50/50 ratio with saline. The same indeflator of abott was used successfully for other devices. There were difficulties to cross the lesion with the pre-dilation balloon and stent, however not with this post-dilation balloon catheter. The balloon did inflate normally. The balloon was inflated multiple times prior to the burst. After rupture the balloon stayed inflated in the lesion (within the stent) and had to be retracted with a snare device. The current status of the patient is stable. The patient is still in hospital because neuro injury unrelated to the procedure but related to cardiac arrest. The brain suffered from the cardiac arrest.' Additional reportable information received on the 05-oct-2017 from the distributor as follows; a cd was received containing 93 image files. These were reviewed by the distributor (cordis corporation) clinician's with the following conclusion; the left main artery (lma) and proximal ramus intermediate (ri) showed high severity lesions. The left anterior descending artery (lad) and the circumflex artery (cx) were 100% occluded. The patient had undergone bypass surgery and a patent left internal mammary artery (lima) to the lad was grossly patent. The right coronary artery (rca) had a long proximal lesion with collateralization to the mid rca and the left coronary system. The lma and ri were wired and angioplasty was performed, including use of a cutting balloon. Stents were placed. At one point it appears there appears to be loss of position for the guide catheter and yet the balloon remains in place unattached to any other device, including the shaft. This occurs from approximately run 74 onwards. The balloon is eventually snared in conjunction with a microcatheter. It is apparent the lma stent is no longer present. The procedure was completed successfully, with excellent flow through the vessel and no residual lesions."

Manufacturer narrative:
This follow up #2 MDR report is being sent as additional information in relation to this complaint was received from the distributor on 05-oct-2017 as follows; a cd was received containing 93 image files. These were reviewed by the (B)(4) clinician from a product safety & performance point of view as follows: 'the left main artery (lma) and proximal ramus intermediate (ri) showed high severity lesions. The left anterior descending artery (lad) and the circumflex artery (cx) were 100% occluded. The patient had undergone bypass surgery and a patent left internal mammary artery (lima) to the lad was grossly patent. The right coronary artery (rca) had a long proximal lesion with collateralization to the mid rca and the left coronary system. The lma and ri were wired and angioplasty was performed, including use of a cutting balloon. Stents were placed. At one point it appears there appears to be loss of position for the guide catheter and yet the balloon remains in place unattached to any other device, including the shaft. This occurs from approximately run 74 onwards. The balloon is eventually snared in conjunction with a microcatheter. It is apparent the lma stent is no longer present. The procedure was completed successfully, with excellent flow through the vessel and no residual lesions.' The cd mentioned above has been returned to (B)(6) medical and has been sent for to (B)(6) clinician for review. Once the review is received back, the complaint will be updated accordingly and a supplemental MDR will be submitted to the FDA with the investigations conclusion. In the meantime, the conclusion of the investigation remains as previously reported below; 'the initial stent implanted was not a cordis stent. The target lesion showed critical stenosis and was heavily calcified. The device was stored, prepared and used according the instructions for use (IFU). There were no difficulties removing the product from the packaging. Omnipaque contrast medium was used in a 50/50 ratio with saline. The same indeflator of abbott was used successfully for other devices. There were difficulties to cross the lesion with the pre-dilation balloon and stent, however not with this post-dilation balloon catheter. The balloon did inflate normally. The balloon was inflated multiple times prior to the burst. After rupture the balloon stayed inflated in the lesion (within the stent) and had to be retracted with a snare device. The current status of the patient is stable. The patient is still in hospital because neuro injury unrelated to the procedure but related to cardiac arrest. The brain suffered from the cardiac arrest.' The device was not available for examination as it was discarded by user. It was therefore not possible to carry out any dimensional, functional, visual or microscopic examination on the device. Therefore the reported issue (system - shaft burst and balloon - deflation difficulty) could not be confirmed. As the batch number of the reported compliant device is unknown, a review on the complaint device batch information and trend data could not be completed. The last three batches shipped to this hospital (B)(6) hospital)) were assessed. There were no capas (corrective and preventative action), mrrs (material review report) or deviations initiated for these three lots during the manufacturing process that may have contributed to the reported issue. A similar complaint trend review was completed in relation to all three batches and no further complaints were identified for the reported issue 'system - shaft burst and or balloon - deflation difficulty'. Should the batch number become available at a later date, this complaint will be re-opened and updated accordingly and a follow up MDR will be submitted to the FDA. From the information available, there is no evidence present to indicate that the device was not used per the directions for use/product label. The cd of this procedure (w been returned to (B)(6)) medical and has been sent for to (B)(6) clinician for review. Once the review is received back, the complaint will be updated accordingly and a supplemental MDR will be submitted to the FDA with the investigations conclusion. The complaint reported has been assigned a primary as reported classification of system - shaft burst and secondary as balloon - deflation difficulty. Following completion of (B)(6) medical information review, the primary as analysed classification has been assigned empira - product not returned - complaint unable to confirm and the secondary as analysed classification has been assigned empira. The probable root-cause classification assigned to this complaint is 'undeterminable'. The definition of 'undeterminable' is: 'review and analysis of all available information fails to indicate a root cause or probable root cause.' Based on a review of the risk documentation and information available, no updates are required to the risk documentation for the empira device. There is no indication of a potential processing or design failure associated with this complaint. This complaint has been escalated to the quality management team. However based on the current conclusion, no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types. Product was discarded.

Event description:
Initial complaint description received on 25-aug-2017 is as follows: "the physician had pre-dilated the lesion in the lm a few times with different sized balloons and a cutting balloon as well. He stented the lm. He then decided to post-dilate the stent with an empira nc 3mmx10mm. He inflated the balloon at multiple atm for different lenghts of time. The ballon then completely shattered on the shaft, proximal to the balloon. The proximal end the balloon catheter was pulled out easily out of the patient, however, the distal end of the balloon stayed inside the patient initially. It wouldn't deflate. The physician then used a guideliner and a snare device to retract the balloon. When they ended up retracting the balloon; they also ended up taken out the stent that was deployed in the lm. They then post dilated the lesion with an nc emerge. The patient was taken off the procedure table because the physician had to treat a stemi patient. After the 2 stemi patients, the patient was brought back to redilate and stent the lm. The procedure was done successfully with non-cordis products. The cath lab log and cds of both procedures are available for return and review. However, the product was discarded and hence not available for analysis." Additional reportable information received on the 28-aug-2017 is as follows; was the balloon caught in the lesion? No, but after rupture yes since deflate. The balloon stayed inflated after rupture and had to retract with a snare device was the balloon caught in the deployed stent? Yes, and the stent came out with the balloon. What is the current status of the patient? Stable but still hospitalized because of neuro injury unrelated to the procedure but related to cardiac arrest. The brain suffered injury from the cardiac arrest. Additional reportable information received on the 05-oct-2017 from the distributor as follows; a cd was received containing 93 image files. These were reviewed by the distributor ((B)(4)) clinician's with the following conclusion; the left main artery (lma) and proximal ramus intermediate (ri) showed high severity lesions. The left anterior descending artery (lad) and the circumflex artery (cx) were 100% occluded. The patient had undergone bypass surgery and a patent left internal mammary artery (lima) to the lad was grossly patent. The right coronary artery (rca) had a long proximal lesion with collateralization to the mid rca and the left coronary system. The lma and ri were wired and angioplasty was performed, including use of a cutting balloon. Stents were placed. At one point it appears there appears to be loss of position for the guide catheter and yet the balloon remains in place unattached to any other device, including the shaft. This occurs from approximately run 74 onwards. The balloon is eventually snared in conjunction with a microcatheter. It is apparent the lma stent is no longer present. The procedure was completed successfully, with excellent flow through the vessel and no residual lesions."